Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was observed to be severed approximately 33 cm from the terminal pin, only the proximal segment was returned. Testing was completed to assess the electrical performance and inner insulation integrity of the lead segment; measurements throughout these tests were within normal limits. The setscrew marks were in the correct location on the terminal pin, confirming complete insertion of the lead into the device header. Visual inspection revealed the ID tag was broken in half, likely due to lateral movements within the pocket. The breakage did not cut through the molded insulation and there were no exposed conductors. Laboratory analysis of the returned portion of lead did not identify any anomalies that would have caused or contributed to the increase in pacing and shock impedance measurements that were observed clinically.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased pacing and shock impedance measurements of 1500 ohms and 110 ohms respectively. The physician suspected the lead was starting to fracture. Therefore, the lead was surgically abandoned and replaced during the routine device change out. No additional adverse patient effects were reported. The lead was not available to be returned for analysis. The lead was later received and is currently undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased pacing and shock impedance measurements of 1500 ohms and 110 ohms respectively. The physician suspected the lead was starting to fracture. Therefore, the lead was surgically abandoned and replaced during the routine device change out. No additional adverse patient effects were reported. The lead was not available to be returned for analysis. The lead was later received and is currently undergoing laboratory analysis.